Event description:
Customer initially reported device broken. (B)(6) 2013 customer reports doctor was excising/undermining skin cancer for removal, using the device to lift tissue when the tip broke off. No harm to patient. Extended procedure time by 5 minutes when searching for tip which was retrieved(slee).

Manufacturer narrative:
(B)(4) 2013 integra investigation was completed. Root cause: the instrument was returned in a used condition with the tip broken off. The complaint can be confirmed. The root cause cannot be determined. Failure analysis: the tip of the hook had broken off. There is no way to determine if the tip was fractured prior to use. The age of the instrument cannot be confirmed since there are no markings identifying the specific batch of manufacture. Device history record: review cannot be completed as there are no markings on the instrument to determine the specific manufacturing lot. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.